Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient received a replace generator soon message. As a result, the patient may undergo surgical intervention.

Event description:
Additional information gathered via follow-up revealed the patient's ipg was explanted and replaced to address the patient's issue.

Manufacturer narrative:
The patient's correct weight was obtained via follow-up.

Manufacturer narrative:
Date received by manufacturer (the date listed on follow-up report #1 was determined to be incorrect upon further review. The correct date has been applied to this report, i.e., follow-up report #2.).